Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a piece of the essure was in the uterus'), fallopian tube perforation ('essure cable external to tube but not penetrated through/perforation (fallopian tube)') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and abdominoplasty. Concurrent conditions included ovarian cyst, anxiety disorder, gastroesophageal reflux disease and pelvic pain. Concomitant products included atorvastatin (liptor) from 2005 to 2018, duloxetine hydrochloride (cymbalta) since 1999, esomeprazole since 2012 and lisinopril from 2005 to 2015. In april 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: location of device: utreus"), adnexa uteri mass ("right adnexal mass"), pelvic pain ("pain: right lower quadrant pelvic pain") and adnexal torsion ("torsion of tube") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (operative laparoscopy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, endometrial ablation, device expulsion, adnexa uteri mass, pelvic pain and adnexal torsion outcome was unknown. The reporter considered adnexa uteri mass, adnexal torsion, device breakage, device expulsion, endometrial ablation, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: surgical pathology report: benign ovarian serous cystadenoma, with hemorrhage, benign ovarian hemorrhagic corpus luteum, negative for malignancy, benign transected fallopian tube. On (B)(6) 2018, removal details: adherent right adnexal inflammatory mass, right essure cable appeared external to tube (had not penetrated through)tortsion of tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: lower abdominal pain, right adnexal mass". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/a piece of the essure was in the uterus'), fallopian tube perforation ('essure cable external to tube but not penetrated through/perforation (fallopian tube)') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and abdominoplasty. Concurrent conditions included ovarian cyst, anxiety disorder, gastroesophageal reflux disease and pelvic pain. Concomitant products included atorvastatin (lipitor) from 2005 to 2018, duloxetine hydrochloride (cymbalta) since 1999, esomeprazole since 2012 and lisinopril from 2005 to 2015. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: location of device: uterus"), adnexa uteri mass ("right adnexal mass"), pelvic pain ("pain: right lower quadrant pelvic pain") and adnexal torsion ("torsion of tube") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (operative laparoscopy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, endometrial ablation, device expulsion, adnexa uteri mass, pelvic pain and adnexal torsion outcome was unknown. The reporter considered adnexa uteri mass, adnexal torsion, device breakage, device expulsion, endometrial ablation, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: surgical pathology report: benign ovarian serous cystadenoma, with hemorrhage, benign ovarian hemorrhagic corpus luteum, negative for malignancy, benign transected fallopian tube. On (B)(6) 2018, removal details: adherent right adnexal inflammatory mass, right essure cable appeared external to tube (had not penetrated through) torsion of tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: lower abdominal pain, right adnexal mass". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet and medical record received. The case is incident. Event ¿injury¿ was updated to more specified events ¿essure cable external to tube but not penetrated through/perforation (fallopian tube), device breakage/a piece of the essure was in the uterus, ablation, right adnexal mass, torsion of tube, pain: right lower quadrant pelvic pain and migration of essure device: location of device: uterus¿. Reporter, demographics, medical history, concurrent conditions, lab data; essure indication (amended), essure insertion date/removal date, concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.